Manufacturer narrative:
Device evaluation: the display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. The label on the back of the pump was noted to be missing, which can impact the waterproof feature of the pump.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.